Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump had a small crack in the front case by the coin latch, a chip in the air detector cover, a missing downstream occlusion sensor seal cover, a missing cassette detention pin seal, and contamination of the chassis due to fluid ingression. Functional tests included use testing. A battery was inserted into the pump and when the pump was turned on and an error code was displayed with an alarm. It was noted that the downstream occlusion sensor seal cover was missing due to the fluid ingression. The micro processor unit board was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the micro processor unit board and fluid ingression.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that the pump's sensor was pushed in. No adverse patient effects were reported.